Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer solo 4fr PICC placed on the 30/4/24 in left basilic vein, indwelling amount 39cm, external measurement 11cm. Split reported by community nurses on the (B)(6) 2024 ¿ split seen on the PICC at 14cm patient having 2 docetaxel/cyclophosphamide for breast cancer and has had 2 cycles. Additional information received 6/14/2024: it was reported the split was internal and was not seen in imaging, split was detected after removal.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer solo 4fr PICC placed on the (B)(6) 2024 in left basilic vein, indwelling amount 39cm, external measurement 11cm. Split reported by community nurses on the (B)(6) 2024 ¿ split seen on the PICC at 14cm patient having 2 docetaxel/cyclophosphamide for breast cancer and has had 2 cycles. Additional information received 6/14/2024: it was reported the split was internal and was not seen in imaging, split was detected after removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7 and 8cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer solo 4fr PICC placed on (B)(6) 2024 in left basilic vein, indwelling amount 39cm, external measurement 11cm. Split reported by community nurses on (B)(6) 2024 ¿ split seen on the PICC at 14cm patient having 2 docetaxel/cyclophosphamide for breast cancer and has had 2 cycles. Additional information received 6/14/2024: it was reported the split was internal and was not seen in imaging, split was detected after removal. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted into the basilic vein. Exit site markings of the PICC after placement: 11 cm total length 50cm, hole at 14cm; 3cm inside patient. A securacath was used. Oncology treatment; no kitelock used. Infusates infused through the PICC: docetaxel, cyclophosphamide epirubicin - breast cancer x 2 cycles. Patient symptoms (pain, swelling). Small chloraprep was used to clean the catheter site during dressing change.